Event description:
Device issue: none. Adverse event: thrombosis. Time symptoms/ae: post stenting procedure. It was reported that on (B) (6) 2010 a three vessel intervention was performed. A 2.5x23 promus treated the right coronary artery (rca), 2.5x15 promus treated the left arterior descending (lad) and 2 non-abbott stents treated the circumflex. Post-procedure every vessel had timi 3 flow. The vessels were reported to be extremely tortuous and calcified. No dissections were observed after pre-dilatation. Post procedure the sheath was removed and the patient began to experience chest pain and pressure was noted to be falling. The patient was returned to the cath lab and there were clots found in all three vessels (lad, cx and lm). Aspiration catheters were used to remove the clots and the patient was then taken to ICU. The patient is reported to be stable. There were no reported adverse patient sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular as (B) (4) distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B) (4). (B) (4). Angina, hypotension, and thrombosis are known adverse events as listed in the promus IFU and no fault risk assessment matrix. Since it was reported that two promus stents and two taxus drug eluting stents were implanted, it should be noted that the promus IFU states: effects of multiple stenting using promus stents combined with other drug-eluting stents are also unk. When multiple drug-eluting stents are required, use only promus stents in order to avoid potential interactions with other drug-eluting or coated stents. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.